Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of the ins and third party diabetes sensors influencing each other was not determined. The actions/interventions taken to resolve the issue were noted as "other diabetes sensors". The issue has since been resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has both an implanted neurostimulator (ins) and sensors for her diabetes. The patient indicates that both influence each other. Changes in stimulation/effect can be felt when both a sensor and the ins are active. It¿s not known which ins the patient has from us. The sensors are the 'dexcom g7 sensors' from the dexcom company. Technical services indicated that it was highly unlikely that scs therapy and the dexcom (glucose monitor sensor) will interfere with each other due to the low power of bluetooth communication devices. The ins communicates at a frequency of 175 khz, while the other sensor communicates at a frequency around 2.4 ghz. Moreover, the stimulation provided by the ins is limited to a very small area and is unlikely to affect the insulin pump sensor. It¿s generally recommended to place the devices on opposite sides of the body so that the external components (e.g., antenna) do not overlap. This helps to minimize possible interaction between the devices and to reduce discomfort at the site of the ins to a minimum. Additionally, ensure that the patient control system (for example, the handset, the communicator, or possibly the charger) is not held over another active medical device implanted in the patient (such as a pacemaker, defibrillator, or another ins). The operation of the other device could be inadvertently altered by the patient control system. The issue has not resolved. Additional information was received. It was confirmed that the devices interacting with each other first occurred since the end of last year. Ins info unknown. Cause has not been confirmed. The sensation is felt when both devices are on. When the glucose sensor is on, they feel no change in stim. An appointment with the clinic will be done, the issue has not resolved. Information confirmed with physician / account. Additional information was received. The cause of the ins and third-party diabetes sensor has not been determined; possible cause was magnetic field according to the patient and pump manufacturer. There was ongoing communication with patient sensor company via tech services to try and determine a cause. The electromagnetic field of the ins is emitted by the electrodes. However, this is so minimal (up to about 1 cm) that it should not be able to affect other medical equipment (provided that our previously shared guidelines are followed). Therefore, we consider it very unlikely that our devices will have a negative effect on the dexcom sensors or even break them. It was stated that 8 sensors of the dexcom g7 have now broken. Dexcom indicates that a magnetic field is created by the ins that damages the sensors. The patient has noticed the stimulation affect since mid-october when the hybrid close loop system in combination with a dexcom g7 sensor was commissioned. No specific event influenced this issue. The glucose sensor is on the abdomen and the ins is the left buttock. When the ins is off, there is no sensation. Sensor cannot be turned off. If the ins is off they suffer from pains. When the glucose sensor is off and only the scs system is on, the ins just works. Sensor is required for the h ybrid close loop system. The same is true for the glucose sensor, works fine with the ins off.

Manufacturer narrative:
B3: date is month and year valid. G2. Foreign: netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.